Event description:
Arjohuntleigh received a complaint where it was indicated that the pt was placed into the bed with the encore. During lifting the sound occurred and the pt directly had pain in her shoulder. She was placed in bed with a passive lift "ambulance was called and the pt was taken to the hospital the same evening to take pictures. Upper arm was broken". The pt than was hospitalized. Ref imp# (B)(4).

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the mfg site (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a mfg. Going forward, complains related to this product are to be handled by arjo (B)(4) and any medwatch reports will be submitted. Add'l info will be provided upon conclusion of the MFR's investigation.